Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a possible over-delivery anomaly. Blood glucose value at the time of the event was 50 mg/dl. The customer was treated with carb intake. The event involved product(s) mmt-1884, mmt-332a, mmt-397a, and mmt-7040b. Troubleshooting was performed. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. The customer will discontinue use of the reservoir. Mmt-332a was requested and the customer response was that the device will be returned. The customer will discontinue use of the infusion set. Mmt-397a was requested and the customer response was that the device will be returned. The customer will discontinue use of the sensor. Mmt-7040b was requested and the customer response was that the device will be returned.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08350 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 21-may-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 21-may-2025 listed on smartsolve due to insufficient data in the trace/history files. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 1 week prior to the event date of 21-may-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 05/16/2025 08:00:00.000. 05/18/2025 09:23:00.000. 05/22/2025 09:03:00.000. Lostsensor2alert (781) was found on: 05/16/2025 08:18:00.000. 05/16/2025 08:28:00.000. Sensorerroralert (801) was found on: 05/15/2025 11:47:03.000. 05/15/2025 11:57:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. Insert battery alarm was found on: 05/18/2025 21:51:52.000. Low battery alert was found on: 05/18/2025 21:51:00.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 20-may-2025 at 07:55:56.000. There was no power data available for the date of 18-may-2025. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. Multiple no delivery alarm/insulin flow blocked alarm were found on 18-may-2025, 19-may-2025 and 20-may-2025 during bolus deliveries. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.22 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for possible over delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.